Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D11: additional concomitant device reported. H3, h4, h6: device history lot: product code 03.037.018; lot number 9301032; manufacturing site: haegendorf; release to warehouse date: 23. Dec. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: investigation summary background: it was reported that on an unknown date, an unknown procedure was performed. Trocar will not slide together. Delaying surgery. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the 3.2 mm wire guide sleeve (p/n: 03.037.018, lot #: 9301032) was returned and received at us cq. Upon visual inspection, it was observed that there were scratches/ nicks on the device. Slight deformation was observed on the device shaft. No other issues were observed with the returned device. Functional test: during functional test an attempt to fully insert the 3.2 mm guide sleeve into the returned blade/screw guide sleeve (p/n: 03.037.017). This could be due to the deformed 3.2 mm wire guide sleeve shaft. The blade/screw guide sleeve is being investigated separately in the (B)(4). The complaint can be replicated with the returned devices. Dimensional inspection: the outer diameter of the shaft near the deformed portion was measured and is within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed wire guide sleeve 11.0/3.2: se_409428, rev. H/f. Complaint was confirmed. The device received was deformed. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 3.2 mm wire guide sleeve (p/n: 03.037.018, lot #: 9301032). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: d4, lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure the trocar would not slide together causing a surgical delay. This report is for one (1) 3.2mm wire guide sleeve. This is report 1 of 2 for (B)(4).